Event description:
It was reported that a homechoice device experienced an unspecified alarm. The patient was not connected at the time of the alarm. This occurred during start-up of peritoneal dialysis therapy. The patient would complete therapy with manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was returned for evaluation. The service history review revealed no previous service events that would cause or contribute to the reported problem. The reported problem was not identified during the event history log review. External / internal inspection was performed with no issues noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. A short simulated therapy was performed and completed successfully. The reported difficulty of "continuous alarming" (other alarm) was neither verified nor duplicated during sample analysis. The direct cause of the problem was undetermined. Should additional relevant information become available, a supplemental report will be submitted.